Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that about a month to six weeks after they got their first implant, they had fallen on the pavement and damaged the implant. Patient's spouse was also talking with agent and stated a lead had broken off "or something" and that the patient hadn't been able to sleep and their symptoms of urinary frequency had them going to the bathroom often/their symptoms went "downhill" after the fall. Patient's spouse stated they never were really able to use the external devices because the internal device had been damaged. Caller stated that because the device was damaged, the patient had their damaged system replaced with their current implanted system.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2r11f implanted: (B)(6)2023 explanted: (B)(6)2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jul-2024, UDI#: (B)(4) b3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2r11f serial# implanted: (B)(6) 2023.explanted: (B)(6) 2025. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.